Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a cracked flowcell. The fse proceeded to replace the flowcell to resolve the issue.

Event description:
The customer reported obtaining a false high sodium (na) and chloride (cl) results for one (1) patient sample from the unicel dxc 800 pro synchron system. The customer stated that the erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer generated a false high na result of 157.5 mmol/l with a critical rerun (automatic) result of 139.1 mmol/l. The customer also obtained a false high cl result of 117.0 mmol/l. The customer reran the patient sample on the same instrument and obtained na results of 136.5 and 136.7 mmol/l, and a cl result of 103.5 mmol/l. A remote management system ((B)(4)) confirmed that quality control (qc) results were within the established ranges prior to the event. Qc results following the event were low and out of specifications.